Event description:
The reporter stated the surgeon was inserting a three piece collamer lens model number cq2015 and the haptic tore off. There was patient contact. Additional information has been requested from the facility, however, none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.